Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead was over-sensing noise. The ra lead was explanted and replaced. The patient was in stable condition throughout.